Manufacturer narrative:
It was confirmed that the stylus and cursor were not aligned. The connection between the display overlay and printed circuit board (pcb) was re-seated, and the stylus was calibrated. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not working properly and the stylus did not align properly on the screen after multiple attempts to calibrate. The programmer was returned for service. There was no patient involvement.